Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) on the homechoice (hc) during therapy. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The patient was advised by a technical services representative to restart with new supplies in order to clear the alarm. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.